Event description:
It was reported that the device - which was implanted abdominally - could not be interrogated. Several magnets were attempted to perform a threshold margin test (tmt), which was successful only with two magnets and the programming head. Further trouble-shooting was recommended and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 310c33 tissue valve, implanted: (B)(6) 2009. (B)(4).